Event description:
It was reported that the programmer was slow to boot. Running the service disc did not resolve the problem and the programmer will be returned for service. There was no patient involvement

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.